Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button anomaly. Customer¿s blood glucose value was 140 mg/dl. Customer stated that the button was not responding and also button error. The insulin pump will not return for the analysis.